Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed volume test. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The evaluator ran the pump at a delivery rate of 125ml/hr. For 60 min. With a result of 115.901ml which results in an accuracy error percentage of -7.279%. A review of the event history log found no issues to indicate the device was not working as intended. It was determined that the pressure plate requires adjustment to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.